Event description:
During acl procedure, the drill bit or the "tip of beath pin", as it was referred to in the operative report, was caused to break. Upon breaking, drill bit shattered deeply in pt's femur on several planes. As a result of depth of break and extent of shattering, it was determined that it would be best to leave pieces of the drill bit within pt's femur bone. Pt reversed from anesthesia and brought to recovery.

Manufacturer narrative:
No product was returned for eval therefore, no determination could be made for the reported device failure.